Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's heart rate was lower than what their implantable pulse generator (ipg) was set to pace at. The patient was concerned that the device may have been malfunctioning. The patient was referred to the physician. Follow up was conducted however the referring physician's office is no longer in service. The hospital used to implant the patient's device did not have a better contact for the physician either. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.